Event description:
The patient reported that the infusion device does not deliver enough insulin. For 3 weeks the patient has been using the thigh as an infusion site and has had to change the site 3-4 times per day, and the infusion tubing every day. In 2009, the patient's blood glucose measured 340 mg/dl at 10:30pm and the infusion set was changed, and the patient bolused through the infusion device at 10:45pm, 11:00pm, and 11:15pm. At 11:15pm, the patient's blood glucose measured 257 mg/dl. The same day, the patient's blood glucose measured 100 mg/dl at 2:00am and the patient ate. At 7:00am, the patient's blood glucose measured 235 mg/dl and the patient bolused through the infusion device. At 7:30am, the patient's blood glucose measured 285 mg/dl and the patient massaged the infusion site. At 7:45am, the patient's blood glucose measured 240 mg/dl and at 8:00am, the blood glucose measured 275 mg/dl. The patient's normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.